Event description:
It was reported that the exterior paint had liquid in it. Per additional information via email from ibc on (B)(6) 2021, the liquid was inside.

Manufacturer narrative:
The reported event was unconfirmed since the device met relevant specifications. Visual evaluation of the returned sample noted one opened (without original packaging), unused reliavac evacuator. Visual inspection of the sample noted that there was no liquid in the packaging. Silicone oil was found in the evacuator, but it is normal as the presence of silicone oil is necessary for the evacuator to properly function. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed as the reported event was unconfirmed. Corrections: d, h. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the exterior paint had liquid in it. Per additional information via email from ibc on 08feb2021, the liquid was inside.